Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00998. It was reported the patient had been receiving inadequate therapy. Numerous reprogramming attempts were unable to provide resolution. As a result, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.